Manufacturer narrative:
(B)(4).

Event description:
The dentist reported that 30 days after the dental implant was installed in intraoral region #8, it was verified its' non osseointegration. 60ncm of primary stability was achieved. There was no further info about the case.